Event description:
Type of procedure performed: lung procedures, wedge restrictions, lobe removals I would like to submit a complaint on behalf of [name]. She has been working with dr. [Name] at the [name]. Dr. [Name] is a cardiac/thoracic surgeon who performs mostly lung procedures, typically wedge resections and lobe removals. The hospital recently converted to applied inzii bags from [competitor's device] and [competitor's device] main complaints: bags falling off prongs. Concerns with sharpness of prongs, even when the specimen bag is around the prongs. Dr. [Name] stated the bags falling off prongs happens in every case. This occurs with both the 10mm (cd001) and 12/15mm (cd004) devices. Dr. [Name] typically operates with a single open incision. Additional information: when she places the specimen into the bag, she's not able to place the specimen straight down into the bag. She has to put it in at an angle that results in the bag falling off the prongs. If she were to try and put the specimen in straight down, she stated she would have to make another incision. First known date of this to occur is unknown at this time. Dr. [Name], a urologist, is also having the same issues as dr. [Name]. Both are associated with the same hospital. Additional information received via phone on 26may2021 from [name] no patient injury has occurred with these events. No product return. Additional information received via email on 26may2021 from [name]: the events have affected urology cases, laparoscopic radical nephrectomies, and cardiothoracic cases, vats procedure - lobectomies and wedge. The rep has not been informed of any patient injury associated with these events. No specific lot numbers have been provided. The rep is not aware of any cases in which there were multiple attempts to advance the actuator. The tips of the prongs were exposed. The cases were completed with competitor products. [Name]- it happened on 1 case that I have been informed about- since then she has been using the [competitor] bags that are leftover stock the hospital still has on hand. However- the surgeon feels that this will happen in any case based on the design and her approach/ technique. She has an issue with our 10mm bag and our 12/15 bag." [Name] has said that this has happened several times. That is why he has an issue with our retrieval bag and is not comfortable using it in certain cases. These cases are just the cases with very large specimen- [name] is comfortable using the 10mm bag - but not our 12/15 bag. I have been working for [name] since I heard about his issues and I have seen this be an issue in one of his cases. There are no photos available of the complaint devices. No products are available for return. Per the recommendation of crb meeting (B)(6) 2021, creating two additional complaints (both cd004) to account for complaint events experienced by dr. [Name]. Complaints #(B)(4) and #(B)(4) have been created. Additional information received during or meeting/case support on 01july2021 [name]: "issue with both our 10 & 12/15 bag. She ([name]) is worried about the safety of her patients and feels that our prongs pose a danger & could poke through and hit a major artery (pulmonary artery) even with the bag over the prongs." "We've learned that the "exposed prongs" she¿s experiencing is a result of technique; [name] does not pull the thumb ring back to cinch the bag close. Rather, she pulls on the device as she¿s placing her specimen in the bag which is causing the bag to fall off the prongs. We have informed her of this but she said she doesn't have the ability to cinch the bag close right away since it¿ll cause the specimen to pop out. She's concerned with the prongs exposed and not exposed as it is still sharp with the bag on the prongs," patient status:no patient injury. Type of intervention:used competitor devices.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on additional information, the bag is intentionally pulled off the supports as part of the user's technique. The instructions for use (IFU) states that after placing the specimen in the bag "pull back on the thumb ring, withdrawing the actuation rod proximally, until it reaches a stop. The bag will be closed, exposing the cord loop on the actuation rod."

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lung procedures, wedge restrictions, lobe removals. I would like to submit a complaint on behalf of [name]. She has been working with dr. [Name] at the [name]. Dr. [Name] is a cardiac/thoracic surgeon who performs mostly lung procedures, typically wedge resections and lobe removals. The hospital recently converted to applied inzii bags from [competitor's device] and [competitor's device]. Main complaints: bags falling off prongs. Concerns with sharpness of prongs, even when the specimen bag is around the prongs. Dr. [Name] stated the bags falling off prongs happens in every case. This occurs with both the 10mm (cd001) and 12/15mm (cd004) devices. Dr. [Name] typically operates with a single open incision. Additional information: when she places the specimen into the bag, she's not able to place the specimen straight down into the bag. She has to put it in at an angle that results in the bag falling off the prongs. If she were to try and put the specimen in straight down, she stated she would have to make another incision. First known date of this to occur is unknown at this time. Dr. [Name], a urologist, is also having the same issues as dr. [Name]. Both are associated with the same hospital. Additional information received via phone on 26may2021 from [name]: no patient injury has occurred with these events. No product return. Additional information received via email on 26may2021 from [name]: the events have affected urology cases, laparoscopic radical nephrectomies, and cardiothoracic cases, vats procedure - lobectomies and wedge. The rep has not been informed of any patient injury associated with these events. No specific lot numbers have been provided. The rep is not aware of any cases in which there were multiple attempts to advance the actuator. The tips of the prongs were exposed. The cases were completed with competitor products. [Name] - it happened on 1 case that I have been informed about - since then she has been using the [competitor] bags that are leftover stock the hospital still has on hand. However - the surgeon feels that this will happen in any case based on the design and her approach/technique. She has an issue with our 10mm bag and our 12/15 bag." [Name] has said that this has happened several times. That is why he has an issue with our retrieval bag and is not comfortable using it in certain cases. These cases are just the cases with very large specimen - [name] is comfortable using the 10mm bag - but not our 12/15 bag. I have been working for [name] since I heard about his issues and I have seen this be an issue in one of his cases. There are no photos available of the complaint devices. No products are available for return. Patient status: no patient injury. Type of intervention: used competitor devices.